Event description:
It was reported that the physician performed a btk (below-the-knee) - procedure an antegrade punction. He decided to use a connectwire in combination with a cxi support catheter. The physician felt a friction while introducing the support catheter over the connectwire and this at the proximal part of the catheter. He decided to withdraw the connect wire but here he also felt friction at the proximal part.

Manufacturer narrative:
Investigation is ongoing.